Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a flow diverter stent was used to treat the aneurysm. After the phenom was positioned, a domestic flow diverter stent was delivered to the target site. Following deployment, the stent twisted and could not be opened. The stent and phenom 27 were withdrawn. A new phenom 27 and ped shield were then used to complete the procedure. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an aneurysm. The access vessel was the femoral artery. It was noted the patient's blood vessel tortuosity was minimal. Additional information was received. There was no issue explicitly mentioned for the phenom 27 microcatheter. The stent was not a medtronic product. The lesion was a ophthalmic segment aneurysm. The causes or contributing factors for the event were not identified. Additional information was received that after the failed delivery of the stent and its removal, the operator was concerned that the microcatheter coating might have been damaged and could affect subsequent stent manipulation. No specific product issue was mentioned. The stent used was a johnson & johnson neulive stent, specific model and lot number could not be obtained.